Event description:
It was reported that the monitor did not display an image. The issue occurred when preparing the device for use. There were no reports of patient harm or injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred before the patient enters or leaves the endoscopy room/operating room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d4, d8, d10, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "the problem was reproduced when the equipment was inspected. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the problem." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.